Manufacturer narrative:
Clinical review: during a customer survey, this anonymous patient reported that they were a home peritoneal dialysis (pd) patient until they caught an infection in their stomach. Due to no patient information, additional follow-up was not possible. Following a review of the available information, it has been determined there is no allegation, indication or objective evidence a serious patient injury, death, or other adverse event(s) was associated with the use of a fresenius medical device(s) and/or product(s). Additionally, there is no evidence a malfunction or deficiency of a fresenius medical device(s) occurred. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported that they were on peritoneal dialysis (pd) therapy until they experienced an infection in their stomach.. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Event description:
During a customer experience survey a patient reported that they were on peritoneal dialysis (pd) therapy until they experienced an infection in their stomach. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.